Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient, a perforation occurred, and the patient expired. The target lesion was located in the right coronary artery and was treated with four passes of the oad. The device then became stuck in the artery. Multiple attempts were made to remove the device from the patient, including insertion of secondary wires, however they were unsuccessful. Balloon angioplasty was performed multiple times to attempt to dislodge the device, however during this process a perforation occurred. Four stents were placed and a ventricular assist pump was inserted to resolve the perforation. A portion of the oad driveshaft was removed with a snare. It was reported to csi that the patient expired following the procedure.

Manufacturer narrative:
Results code not available - cut, stretched. The reported oad was received for analysis. A visual examination found that the saline sheath and driveshaft had been destructively cut and were not returned. The proximal sheath and driveshaft section was found to be damaged and elongated. When tested, the oad operated at both selected speeds as intended. At the conclusion of the device analysis investigation, the reported events were unable to be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# 06117